Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose readings were inaccurate. The blood glucose reading was 440 mg/dl, compared with the sensor glucose reading was 69 mg/dl. The customer also mentioned that the insulin pump alarmed calibration error. The high blood glucose reading was treated using the insulin pump with 15.0 units. She was advised that the sensor would be replaced. Nothing further reported.